Event description:
It was reported that an ilet user experienced persistent hyperglycemia overnight with a fingerstick reading of 600 mg/dl while the system appeared to deliver multiple large correction doses without effect, and insulin delivery issues were suspected in the context of repeated infusion site changes and use of the same anatomical area. Symptoms included hyperglycemia. Outcomes included no hospitalization and eventual improvement of glucose to 310 mg/dl after a subsequent infusion set change. Investigation included review of synced device data and the bionic report, assessment of correction dosing patterns, and user-led checks of infusion sets and sites. Investigation of this case revealed likely infusion site absorption issues consistent with scar tissue interference, compounded by user behavior of reusing the same area for set placements and announcing manual corrections that could confound algorithm dosing, with no evidence of bent cannulas, leakage, or bleeding. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site¿related absorption variability and user technique factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.